Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# unknown product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the device was scrapped due to being chewed by an animal. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient was driving and could not troubleshoot equipment. The reason for call was patient reported the controller is not working as efficiently or at all to recharge the implanted device, controller takes long time to find ins or can't find the ins or not charging the ins. Troubleshooting was unable to be performed as patient was driving and could not troubleshoot. Patient will callback when he is able to troubleshoot. Patient stated he is charging the implant while driving and therapy is on while driving. Ps reviewed information regarding therapy on while driving and charging ins while driving. Pt called back on (B)(6)2021 about the same issue, and says they see a screen saying to replace batteries. They said that they cant connect to charge but when they could the rtm was heating up. I emailed repair to send out new rtm. Pt was having trouble connecting to implant to charge and could charge off and on but now cannot connect. Pt said when they could connect to charge they found the rtm was heating up. Pt now just sees a screen saying to replace batteries. - no patient injury reported. Additional information received on (B)(6)2021 from the patient reported that the circumstances that led to the controller taking long time to find the implant or can't find the implant or not charging the implant remain undetermined. It was reported that the replacement of the recharger resolved the issue.